Event description:
A report was rec'd from a user facility in the USA stating the stellaris pc system shut down during three different procedures. There was no pt injury in any of the cases. Add'l info regarding the details of the shut down have been requested.

Manufacturer narrative:
The device history records were reviewed and no exceptions were found.